Event description:
The customer contact reported the device powered off by itself. The device was returned to the biomed dept with a note from the clinical contact that indicated, "on a pt and stopped working." It was lso reported that, "pump infusion blood and plugged in. Pt walks through exam room to see nurse practitioner and pump died. Plugged back in and turned it back on and later maintenance error appear on the screen." No specific pt info, pump programming, or even details were available. There wer no reports of any adverse pt effects or delays in critical therapy. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.